Event description:
It was reported that the customer went into diabetic ketoacidosis because no insulin was delivered when he bolused. The customer was experiencing problems with no delivery alarms for the month leading up to the event. The customer changed from silhouette to sure-t infusion sets during this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.